Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the hi voltage cable assembly. The system operates as intended.

Event description:
It was reported that the 9800 system had no fluoro image and the kv/ma ramp was up to maximum. This incident occurred during a case while the pt was under anesthesia. No pt injury was reported.